Event description:
A hospital in (B)(6) reported that there was "leakage" from the water bag spike of an mr290 vented autofeed humidification chamber. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). The complaint chamber was not received for investigation, we are therefore unable to confirm the reported fault. Misplaced during transit.

Manufacturer narrative:
(B)(4). Method: the complaint chamber has been returned to the manufacturer and visually inspected. The complaint chamber was returned with the water feedset tube removed from the chamber dome and as such a performance test was unable to be performed. Results: the visual inspection of the returned complaint chamber revealed that the water feedset tube had been cut off at the end where the tube connects to the chamber dome. A visual inspection of the water feedset spike revealed a sufficient amount of glue at the spike and feedset tube connection. Conclusion: as the complaint chamber was returned with the water feedset tube separated from the chamber, we are unable to confirm the reported fault or determine what may have caused the problem observed by the customer. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A hospital in (B)(6) reported that there was "leakage" from the water bag spike of an mr290 vented autofeed humidification chamber. This was reported prior to patient use.

Event description:
A hospital in (B)(6) reported that there was "leakage" from the water bag spike of an mr290 vented autofeed humidification chamber. This was reported prior to patient use.

Manufacturer narrative:
(B)(4). We are currently attempting to retrieve the complaint device. We will provide a follow up report upon completion of our investigation.